Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer and healthcare provider regarding a patient who was receiving baclofen of unknown type/manufacturer and unknown concentration at a dose rate of 90 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was initially reported by a consumer that a catheter dye study was performed because the patient was due for a pump change due to regular longevity, and the physician wanted to confirm that the catheter was okay, so as to leave it implanted. A catheter dye study was performed and it was confirmed that there are no leaks or kinks, however it was further noted that they could not aspirate from the catheter. The date of the event was (B)(6) 2016; the date (B)(6) 2016 is considered an approximate date of event. It was noted that the during the dye study the patient could tell he was not getting the medication because he was having more spasticity. The flow rate was indicated as being exactly the same as it should be. The patient confirmed they were feeling fine and there are no changes in therapy. A physician wanted to change the catheter and the patient had questions about it. On (B)(6) 2016, a healthcare provider reported that the patient medical history included multiple sclerosis (ms) and spasticity. The catheter side port was unable to be aspirated. Injection of dye however showed a patent catheter and intrathecal filling without granuloma on computed tomography (CT). Regarding actions taken to resolve the inability to aspirate, the pump and catheter were planned to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.